Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided in which the distal tip can be seen broken off. Without the benefit of analyzing the device, quality cannot confirm the root cause of the broken tip. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed to be associated. Nc-002922 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints identified against this lot; however, with various failure modes not related to this reported issue. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to available information, upon attempting to insert the static side anchor some resistance was met, but according to the physician it was nothing out of ordinary. The physician brought the trocar/sling back out to reposition and noticed that the trocar tip was bent. When she went to maneuver the tip by taking the anchor off to readjust, the tip broke off. A new sling was opened, and a new trocar was used from a new kit to successfully place the original sling.